Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6165946, medical device expiration date: 2018-01-31, device manufacture date: 2016-06-13, medical device lot #: 6253695, medical device expiration date: 2016-09-09, device manufacture date: 2018-01-31. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were reporting erroneous results. No reported injuries or medical intervention. No report of blood exposure to mucous membrane.